Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 it was reported by a sales representative via email that the anchor of one of the swivelocks from an ar-7715 ucl internal brace implant system would not advance down until it was flush with the bone. The surgeon removed the partially inserted anchor, but the anchor body would not slide back up the inserter to be re-deployed. The case was completed using a 3.5 swivelock. This was discovered during an elbow ucl repair procedure on (B)(6) 224.